Event description:
It was reported by the sale representative, that when the customer scanned the arterial cannula (B)(4) barcode (8mm soft flow) and it scanned in a (B)(4) (7mm soft flow). No other details regarding the nature of this event were provided.